Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation procedure, when the iol was implanted into the patient's eye, a scratch was noticed on the optic element of the iol. The iol was successfully removed and a new one was implanted in an initial procedure. Additional information was requested and received. There was no patient harm.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned in three segments in the lens case. Solution is dried on the iol. One haptic is broken/torn and is returned, the other is haptic bent/deformed. The optic is cracked/fractured/ split and scratched/marked-rejectable. The product investigation could not identify a root cause for the reported complaint ¿scratch on optic element, in and out¿. Iol was returned in three segments in the lens case. The observed damage is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (lens scratched) would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).